Event description:
Patient suffered from forearm fracture and had an orif on an unknown date. Patient was implanted with a plate and six screws on the radius. Post-operatively, on an unknown date, patient fell and re-injured himself, fracturing the radius as well as the plate. Plate broke at the most proximal screw hole. The plate broke but the six screws were intact and unbroken in the radius. Patient returned to the or on (B)(6) 2013 for revision surgery. Surgeon removed the broken plate and six screws and revised patient with a ten hole plate and six screws. Revision procedure was completed successfully. This report is for an unknown screw. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.